Event description:
Rep reported that csf was cultured and there does not appear to be an infection, however, the pathology report indicated that there was an infection based on a high white blood cell count.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.